Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6); inratio: 1.4; re-test: 1.5; re-test was performed a couple of minutes later with sample from the first finger stick. Date: (B)(6); inratio: 2.1; nurse's poc: 3.1; date: (B)(6); inratio: 0.9; nurse's poc: 2.1. Tests were performed by a home health nurse within a few seconds. Nurse first tested the pt on her meter and then used the same puncture to test on the inratio meter. Therapeutic range: 1.8-2.5. Pt lifts his inratio meter up to his hand to drop the blood down, then sets the meter down to complete the test.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover and non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time. The issue will be subject to tracking and trending.